Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-frequency electrosurgical unit had an error code of e433. The event was found during preparation for use. There was no delay. The patient was not under sedation, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint that the high-frequency electrosurgical unit had an error code of e433 was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to the fact that high voltage peaks may occur at the output transformer of the generator board, which may destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to prevent these voltage peaks. They can be configured for three different voltage ranges. When the device is powered up, this diode chain is checked for function by current flow if the voltage exceeds or falls below a specific value, indicating high impedance (open) or short circuit (short). The e433 error message can therefore only be triggered during startup of the device. From a technical point of view, it is not possible that the error message e433 occurs during operation. However, the possible cause for the error message occurs during operation. The error message e433 occurs, if the effective value of the output signal, which has been set for test purposes, falls below the specified limit of 130v during startup of the device, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 is then restarted. If the cause of the error persists, unlimited permanent restarts may be the consequence. The device is then no longer usable. It is theoretically conceivable that when the error message e433 appears, the error message e460 could also be displayed. However, checks for the output of e433 are carried out before the checks for e460. Since in both cases a restart of the generator will follow, in case of the occurrence of e433 a check for e460 does not occur at all. E433 therefore hides e460. Possible causes for triggering the error e433 are: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). This failure mode was addressed with a CAPA 147p-017, implemented on 30.03.2015. 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the hvps and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer tr1 on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault) 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Missing activation for the output stage of the generator board (permanent error). 12. Output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 13. Non or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15. Defective motherboard due to short circuit of resistor ntc1 (permanent error) 16. Defective motherboard due to defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.